Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the info provided, we are unsure how the air emboli occurred. However, the appropriate individuals have been notified of this matter.

Event description:
During angioplasty procedure, the system was inserted, then angioplasty, next was stent introduction. Prior to deployment of another MFR's 8x30mm stent, a run was completed showing large air emboli from behind stent out of system. Patient experienced no visible damage and was discharged the next day.